Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6a, d6b, h.6.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Clarification to d6a - partial implant date provided as 2006. Date in d6a was adjusted/removed as device was not manufactured until (B)(6) 2006. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.